Manufacturer narrative:
The navio bone screw driver, part pfsr110164 used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor could be mechanical component failure and breakdown/defect of the weld. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a set up for a navio assisted ukr surgery, the navio bone screw driver thread (internal pin capture) was completely missing. The procedure was completed without delay using a s+n back-up device. No patient injuries and no other complications were reported.